Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: pump began spontaneously bolusing medication, even though rate on pumpn was 125cc hr. -tried reloading tubing-still med draining at rapid rate through pump (appeared as if draining by gravity). Pt harmed - adverse med event as a result. Switched tubing (and zero pump) and issue resolved despite keeping same pump an pump setting. (Re.only changed the IV tubing).

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report (B)(4). The actual device involved in the reported incident was not returned to b. Braun medical for evaluation but the logs were provided for review. Log review shows on (B)(6) 2024 a continuing 125ml/hr piggyback infusion with volume infused to 280.67ml. At 6:36pm an infusion start and at 7:51pm pressure alarm stopped the infusion with a volume infused to 434.94ml. At 7:55pm an infusion start and at 7:56pm an infusion stop with a volume infused to 435.21ml, pump was placed on standby, then brought out of standby, then door was opened, with no further infusion activity taking place. All information concerning this reported incident has been included in our trend analysis of the product line.